Manufacturer narrative:
The insulin pump was received with a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump display screen was cracked. Customer stated they do not recall any significant events that led to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.